Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional examination of the returned product revealed that the cutter failed the test cut and produced an incomplete cut. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It has been reported that the device was not cutting evenly. The event timing was during testing. There was no harm, no delay. No adverse event was reported as a result of this malfunction.